Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject guide wire could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of production records found no indication of product deficiency. It was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire was being trapped by the deployed des. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the patient was taken for left heart catheterization on (B)(6) 2018 which revealed occlusive lesions in the lad and the ostial diagonal branch. The physician attempted to stent the lesions; the guidewire became trapped by the distal end of the diagonal stent. When physician attempted to withdraw the wire, it pulled the entire stent back into the proximal lad which led to st depression and hemodynamic collapse due to lad obstruction. Manipulation restored flow to the lad and physician was able to complete the procedure. A second stent was deployed in the diagonal which trapped the wire between the inner wall of the diagonal and the outer wall of the stent. Per physician notes, the wire fragment left under the des in the diagonal will not be of consequence. The patient was taken to ICU for closer observation post procedure. He was transferred to telemetry on (B)(6) 2018 where he was discharged to home from on (B)(6) 2018.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.